Event description:
It was reported that the physician couldn't push forward the stent inside the guiding catheter. Due to that he needed to change the guiding catheter to 7f, that led to a lot of additional procedure time during a complex intervention (rca-occlusion, difficult anatomy of the patient and cardiogenic shock) and caused a reanimation of the patient. The device was removed and the physician resolved the event. Patient is stable.

Event description:
It was reported that the physician couldn't push forward the stent inside the guiding catheter. Due to that he needed to change the guiding catheter to 7f, that led to a lot of additional procedure time during a complex intervention (rca-occlusion, difficult anatomy of the patient and cardiogenic shock) and caused a reanimation of the patient. The device was removed and the physician resolved the event. Patient is stable.

Manufacturer narrative:
Additional information with respect to the used device was provided and three relevant lot numbers could be related to the current complaint device: 1710-0350, 1801-0813 and 1809-0138. Device manufacturing date of these lots are: 2017-10, 2018-01 and 2018-09. Lot history review for these three lot numbers was reviewed and no anomalies were found. No other complaints were reported for these three lot numbers. It is indicated in the complaint information that the involved convey guiding catheter is disposed and therefore not available for failure investigation. Without complaint product the reported advancing difficulty could not be confirmed nor evaluated. Although the exact root cause for the reported advancing difficulty in the convey guiding catheter could not be assessed, it is likely that the patient's anatomy and the complexity of the intervention attributed to the reported complaint.